Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material present packaging is confirmed. One 19ga x 0.75in powerloc infusion set was returned for evaluation. An initial visual observation revealed the infusion set was returned in an open packaging and appeared to be free of use residue. A small brown piece of material was observed between the label and the clear side of the packaging, but no evidence of the brown material was observed within the packaging or in contact with the infusion set. A microscopic observation revealed the material was observed to be fibrous and brown, indicating it was likely a small piece of cardboard. No evidence of compromise or breach of sterile barrier was identified. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported upon opening, foreign matter such as cardboard fragments was found. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.